Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned with a cracked battery compartment; there was no evidence of power issues. Daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use was observed in the black box or download history. Histories show that the pump was in use until 11:04am on (B)(4) 2012. A 29-hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications.

Event description:
On (B)(6) 2012, the patient contacted animas and reported that from (B)(6) 2012 to (B)(6) 2012, she experienced a blood glucose (bg) value in the 25mmol/l to 30mmol/l range with large ketones, nausea and vomiting. The patient stated that she did not know the cause of the elevated bg but thought it might be due to the pump. The patient was reportedly able to control her bgs by using the loaner pump and her bg value reportedly decreased to 6 to 7mmol/l. There was no indication of a programming/settings issue with the pump. There was no indication of site/set or cartridge issue. It was noted that the pump was without power for 14 days; there was no indication of a time/date issue. The patient reportedly is still using the loaner pump and requested a replacement pump. This complaint is being reported due to the patient's hyperglycemic event while using insulin pump therapy and due to the allegation there may have been an issue with the pump.